Manufacturer narrative:
Expiration date: december 2025. Device manufacture date: 01/06/2021 ~ 01/07/2021. The actual sample was received for evaluation. When the sample was closely observed, the inner needle was protruded at 2mm away from the catheter tip. Based on the initial information that was received, we considered the report not reportable. However based on the results of the sample evaluation conducted on 24may2021, the reportable issue was noted and the decision was modified to make this event reportable. The concerned product is continuously produced by fully automated process, where in the inner needle and the catheter is assembled in one motion. Therefore, if a tip of the inner needle contacts to a catheter, an inner needle will be found protruding from the catheter, which would trigger our inspection machine to trap and automatically reject such defective product off the line. Furthermore, periodical inspection is conducted to ensure no anomalies in accuracy and mechanical function of the system. The manufacture inspection records for the reported lot number were traced back and reviewed, wherein no defective product, such as damaged catheter or scratch in catheter, has been detected. IFU states: "do not attempt to re-insert a partially or completely withdrawn needle." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that on (B)(6) 2021 they encountered the difficulty upon insertion, hence they checked the product, wherein he/she found the catheter had damage. The user abandoned the use of the product and changed to a new one. There was no health hazard reported.